Event description:
Caller states that the pt tested 2.5 inr on the device and 3.6 inr on a comparison lab. No action was taken based on device result as this was performed during correlation of the device. No adverse event reported. Requested return of suspect device and replacement was sent.